Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the altitude alarms were cleared by loading a new cartridge however, customer reverted to an alternate form of insulin therapy. The customer's blood glucose (bg) was approximately 520mg/dl. Reportedly, customer administered manual injection to address bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.